Manufacturer narrative:
H6: the initial reporter later advised ventec that there had, in fact, been patient use associated with the reported event. This information was not previously made available to ventec. The reporter advised that there was no patient harm as a result of the reported issue. In addition, the initial reporter advised that the date of the event was 9/1/2022. Section b3, date of event, has been updated to reflect this new information.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device alarming and stuck in a boot-loop was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device was alarming and stuck in a boot-loop (rebooting). There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.